Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger screen was blank. The patient reported that the charge level on the ins recharger was not incrementing and there was an ins recharger battery low message shown even though the recharger was plugged into the desktop charger. The patient reported that they were in pain because the stimulator been off and can't charge. The patient reported that they were in lot of pain because the therapy only covers some of the pain.